Manufacturer narrative:
Per the information available, the user pulled the "t-pin" out of the tabletop with patient on the table. The IFU of the table base has following warnings regarding the usage of the t-pin. 1. T-pins extended through the crossbars and tabletop supporting the patient should never be removed with the patient on the tabletop. Removing these t-pins may result in harm to the patient, healthcare workers or the device. 2. Failure to install the t-pin properly through one side of the h-frame, passing completely through the tabletop mounting tube, and then through the opposite side of the hframe with the drop lock visible and pivoting freely, may result in harm to the patient, healthcare workers or the device. This incident has thus been deemed as a use error.

Event description:
It was reported that the end user pulled the t-pin out of the table causing the table top to fall off the table base with patient on the table. No patient injury/harm reported.

Manufacturer narrative:
Additional information obtained from the investigation confirmed that there was a patient fall but no injury was reported. The table was confirmed to be functioning okay as per the specifications. The user pulled the t-pin out of the table with patient on it. The IFU was reviewed and found to be sufficient with warnings regarding the usage of t-pins. The incident has thus been deemed as a use error as there was a failure to follow instructions and recommended practices for patient safety and device usage.

Event description:
It was reported that the end user pulled the t-pin out of the table causing the table top to fall off the table base with patient on the table. No patient injury/harm reported.